Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine at an unknown concentration and dosage via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient thought the pump wasn't working and presented to the hcp office with fever and chills. The caller stated that the last time the patient had anything done to the pump was in (B)(6) 2018; the pump needed to be refilled in (B)(6) 2018 but the refill was denied by the patient's insurance company. It was noted that the caller lives in (B)(6) but goes back and forth to (B)(6) and that might be the reason the refill was denied. The caller stated that in the past the pump stopped working and crystalized but the date of the incident was not reported. It was reported that the patient was having back pain. The caller requested that someone came to the hospital to interrogate the patient's pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the patient never participated in a study to have the pump crystalization ruled out. It was reported that the pump was still working and that because of the patient's insurance issues the medication in the pump had been decreased. It was noted that the pump had not been refilled for more than 6 months. No further complications have been reported as a result of this event.